Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
(B)(4) case description: customer reports their 8015 alarming battery missing even though a battery is connected. Failure device type: failure problem type: failure mode: case resolution: customer reports fluid ingress on battery harness and power supply board. Recommended customer send in unit for a level 2 repair. Customer will move forward with sending in for repair through the online process. Ended call.